Event description:
The customer reported that the hand trigger needed to be manually released after sealing and cutting had occurred. There was no pt injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.